Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: june 2, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside a petri dish and visual inspection under magnification revealed that the lens was received cut in half and covered in viscoelastic residue consistent with a lens that was explanted. A dark stain along the lens edge was observed consistent with the reported complaint issue. Excess viscoelastic residue was observed inside the lens module which suggests ovd had entered the lens module during loading and insertion which can contribute to handling issues; however, this is not suspected to contribute to foreign material issues. Based on the returned condition of the lens no further evaluation could be performed. The foreign material was tested by an outside laboratory and visual examination revealed a dark, brownish residue on the edge of the iol. The residue was strongly adhered to the iol and only a small portion was able to be removed for analysis. Fourier-transform infrared spectroscopy (ftir) analysis was not possible due to the sample size and energy-dispersive x-ray spectroscopy (eds) was performed instead. The eds spectrum primarily revealed the sample is composed of inorganic sulfur-rich foreign matter. The iol material is organic in chemical nature. There are no inorganic substances rich in sulfur that are used in the manufacturing of the iol. In conclusion, the inorganic sulfur-rich foreign matter does not originate from the manufacturing of the iol. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, a scratch and/or stain was observed on the edge of optic of the intraocular lens (iol). The physician tried to aspirate it without success. The iol was removed and replaced with another iol of the same model. No incision enlargement, unplanned vitrectomy, or sutures were required. There was no reported patient injury or health damage. No additional information was provided.